Event description:
It was reported that high impedance was detected through system diagnostics. The patient felt that stimulation was reduced and the magnet was no longer as strong. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient underwent generator and lead replacement due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The suspect lead was received and underwent product analysis. No lead fractures were found. However, a significant portion of the lead, including the electrode array, was not returned, so an evaluation on this portion could not be made. Set screw marks were observed on the lead pin, indicating that at one point in time, a good electromechanical connection existed between the lead and generator. No anomalies were observed in the returned lead portion. The explanted generator also underwent analysis and passed final electrical testing with no anomalies found. No further relevant information has been received to date.